Event description:
A patient reported an issue with a device where the battery percentage displayed varied unpredictably, showing a significant jump from one percentage to another. There was no adverse impact on the customer's blood glucose level. The patient decided against any follow-up actions regarding the issue.